Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of black particles are blowing out from the device, makes noise during operation and also has cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer became aware of allegations, for a dreamstation 2 that the black particles are blowing out from the device, makes noise during operation and also has cough. There was no report of serious patient harm or injury. The device has not yet been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The report previously reported as uno recall, now it was updated and corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam, that the black particles are blowing out from the device, makes noise during operation and also has cough. There was no report of serious patient harm or injury. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices and also (device) problem code grid was wrong in this report, now it is corrected. In box b, box g and box h sections was updated.